Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. The complaint cannot be confirmed. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, and neither were successfully activated. The device was forwarded to the manufacturer for further investigation into the observed failures. The manufacturer indicated that the active continuity of the device was out of specification. The handle of the devices was opened to further investigate the electrical defects. There was an breakdown in active continuity across the electrical crimp the evidence observed is consistent with previous devices that have been investigated under CAPA which has identified the components used in the process are not compatible for this method of joining. The devices investigated for this case were produced before corrective action was taken and before design changes were implemented. A DHR review has been performed for the complaint device lot number u1810183; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the affiliate in (B)(6) via email that during a rotator cuff tear under right arthroscopy surgical procedure, it was observed that the electrode did not work when the surgeon pressed on the pedal. According to the reporter, an error code "bv2 260" flashed on the console vims. During in-house engineering evaluation, it was determined that the device had no output and no error code. The affiliate did not report any patient harm. There was a 10 minute delay in the surgery. The surgery was completed using another electrode. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.